Event description:
The MFR received info alleging a ventilator failed to power on. The device was not in pt use. The device has yet to be evaluated by the MFR for eval. At this time we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.